Event description:
A pt underwent a total abdominal hysterectomy approx three years ago and three size 0 absorbable sutures were used on the pedicles of each side. The pt alloges having a known allergy to the device and developed abdominal pain and bloating post-operatively. She also developed a possible ileus and was treated. The pt had a follow-up surgery approx six months ago and scar tissue was removed. No residual suture was found. The pt was subsequently diagnosed with endometriosis at that time.

Manufacturer narrative:
Since there is no product available for evaluation and the product lot number is unk, the investigation of this complaint is limited and we are unable to draw a conclusion.